Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg exhibited high thresholds and no capture. The leadless ipg was replaced with a transvenous ipg. It was confirmed that the placement angle of the leadless ipg had significantly shifted vertically compared to its original implantation position. Upon closer inspection under fluoroscopy, one of the tines appeared to have detached from the main body. According to the attending physician, this tine was originally fixed to the myocardium, but damage may have occurred at the junction with the main body due to the effects of cardiac massage conducted the day after implantation. Over time, the damage likely progressed further due to cardiac motion, eventually causing the detachment. Since the device is presumed to have become encapsulated, it was decided to continue with observation.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant, the leadless implantable pulse generator (ipg) became dislodged. Cardiac arrest and ventricular t achycardia (vt) occurred due to a large amount of bleeding at the puncture site after over an hour of bed rest removal and cardiopulmonary resuscitation was performed. It is believed that the dislodgement occurred due to the chest compressions. The device also exh ibited rising thresholds and falling impedances and was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.